Manufacturer narrative:
(B)(4). Batch # unk. Can it be confirmed that the 60 mm device was used to staple and transect vessels or were other devices used? Was the artery and vein taken together or skeletonized? Was other tissue within the jaws with the vessels? Was there any difficulty firing device? Were there any issues with staple formation noted? During reoperation, were staples visible? If so, what was their shape? What color cartridge was used? What is the current patient status?

Event description:
It was reported that there was bleeding. During the endoscopic right upper lobectomy, when severing the right upper lobe artery and vein, after fired, did not find any bleeding phenomena. About 3 hours after surgery, found the patient lost 250 ml blood, after that,the patient did not re-bleeding. Next day morning, found the patient lost 850 ml blood, did open surgery at once, found the artery's anastomotic bleeding, used hemo-lock to stop bleeding. The patient is stable and in hospital now.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/14/2018. Video analysis: seven videos were reviewed; the fourth video ((B)(6) 2017) shows and instrument been firing two times. The first firing occurs at the 4:41 minute, the device is noted to have a white reload loaded, the staples deployed can be seen to have a proper b-formed shape. The second firing occurs at the 9:05 minute, the device is loaded with a blue reload, the staples deployed can be seen to have a proper b-formed shape. No signs of hemostasis can be appreciated. The sixth video ((B)(6) 2017) shows three firings, the first firing is made it with a green reload. The second firing is made it with a blue reload. The third firing is made it with a blue reload. In the three firings the staples deployed can be seen to have the proper b-formed shape. No signs of hemostasis can be appreciated. Based on the videos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: can it be confirmed that the 60mm device was used to staple and transect vessels or were other devices used? Yes, was the artery and vein taken together or skeletonized? One firing for artery, the other for vein, skeletonized degree, was other tissue within the jaws with the vessels? No was there any difficulty firing device? No were there any issues with staple formation noted? No, at the end of the surgery, the surgeon checked , it was ok during reoperation, were staples visible? If so, what was their shape? Yes, good what color cartridge was used? White what is the current patient status? Stable and left from the hospital.